Event description:
The event was reported by the customer that during an unknown case, the device did not cut. A new like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the clamping and firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device as the clamping mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. It should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addtion, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.